Event description:
Pt receiving tube feeding glucerna. Pt's skin turned green tint. Skin tone turned strong green color. Urine and et tube secretions green. Brochure indicates possible coloring of skin/body fluids. Does not indicate depth of color or not to utilize on pts with liver failure. Pt was terminal and expired.